Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, and the levels remained normal. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer was advised to replace supplies as needed and continue with insulin therapy.